Manufacturer narrative:
Corrections/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged her ipg in approximately 4 months. As a result, the patient's ipg is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action. Please note: the event date is unknown at this time.

Event description:
Follow-up information revealed the patient's ipg was explanted and replaced on (B)(6) 2015.